Manufacturer narrative:
(B)(4). D10. Unknown head item# unknown lot# unknown. Metasulâ® duromâ®, component for acetabulum, uncemented, 52/ã¸ 46, code l item# 0100214052 lot# 2310564. Unknown liner item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with durom implants and required a revision surgery on an unknown date due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has bee provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h6, h10, h11. D10. Metasula® duroma®, component for acetabulum, uncemented, 52/a, 46, code l item# 0100214052. Lot# 2310564. Unknown head item# unknown lot# unknown. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.